Manufacturer narrative:
The navio handpiece part number 110137 sn (B)(6) used for treatment was returned for evaluation. The reported problem was confirmed. The snap lock nut (with pin) is broken. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken snap lock. No additional functional non-conformances were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during a tka procedure, there was a handpiece exposure control motor failure. After re-calibrating, homing failure error occurred. The snaplock mechanism appears to be broken. It was swapped for its backup to continue the procedure with a delay of less than 30 minutes. No other complications were reported.